Event description:
It was reported that a pump declared alarm 31 during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in attempting to load a new cartridge, but the alarm recurred, preventing successful resumption of insulin therapy. As a resolution, the pump was set to be replaced by technical support. The customer reverted to an alternate method of insulin therapy.